Manufacturer narrative:
A field service engineer (fse) replaced the gear pump head, the reservoir tube sample probe, the reagent rinse nozzle, the pressure gauge, the pump head, tubing and a water supply pump. The analyzer was working within specifications after service. A direct root cause could not be determined, as many parts were replaced. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The reagents lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs and hcg beta results from the cobas e 801 analytical unit. Sample 1 initial troponin t hs result was 94 pg/ml, and the repeat result on another cobas was 14 pg/ml. Sample 2 initial troponin t hs result was 39 pg/ml, and the repeat result on another cobas was 6 pg/ml. The initial hcg beta result was < 0.2 iu/I and the repeat result on another cobas was 7.7 iu/I.